Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. A new cartridge was loaded however, the customer did not observe insulin from drops after performing the fill tubing step. The customer loaded another cartridge to resolve the issue. No impact to the customer's blood glucose.